Manufacturer narrative:
According to the publication, bilateral pulmonary emboli secondary to indwelling hemodialysis reliable outflow catheter, a (B)(6) patient with previous nonfunctioning left brachiocephalic arteriovenous fistula received a hero graft in (B)(6) 2011. In (B)(6) 2012 the patient received a renal transplant. Anticoagulant treatment for upper arm deep vein thrombosis was temporarily discontinued during the perioperative transplant period. The cadaveric renal transplant had delayed function necessitating concurrent use of hemodialysis through the hero graft. Approximately two weeks after the renal transplant the hero graft occluded. Subsequent clinical and radiological assessment confirmed widespread pulmonary emboli. The hero graft was explanted to reduce further thromboembolic phenomenon. There is no case summary for the implant involved in this event, and no records of that case could be obtained. The hero graft pe rate remains much less than rates in literature for all end stage renal disease patients. The IFU lists embolism as a potential adverse event and states that the hero graft venous outflow component and connector should be removed if the device will not be used for dialysis access. A possible reason for the pulmonary embolism in this case was the discontinuation of the patient's anticoagulation therapy for major surgery of cadaveric renal transplant; the patient had been on anticoagulation therapy due to a history of upper arm deep vein thrombosis. As such, no further actions are required at this time.

Event description:
According to the publication bilateral pulmonary emboli secondary to indwelling hemodialysis reliable outflow catheter, (B)(6) patient with previous nonfunctioning left brachiocephalic arteriovenous fistula received a hero graft in (B)(6) 2011. In (B)(6) 2012, the patient received a renal transplant. Anticoagulant treatment for upper arm deep vein thrombosis was temporarily discontinued during the perioperative transplant period. The cadaveric renal transplant had delayed function necessitating concurrent use of hemodialysis through the hero graft. Approximately two weeks after the renal transplant, the hero graft occluded. Subsequent clinical and radiological assessment confirmed widespread pulmonary emboli. The hero graft was explanted to reduce further thromboembolic phenomenon.

Event description:
According to the publication bilateral pulmonary emboli secondary to indwelling hemodialysis reliable outflow catheter, a (B)(6) patient with previous nonfunctioning left brachiocephalic arteriovenous fistula received a hero graft in (B)(6) 2011. In (B)(6) 2012 the patient received a renal transplant. Anticoagulant treatment for upper arm deep vein thrombosis was temporarily discontinued during the perioperative transplant period. The cadaveric renal transplant had delayed function necessitating concurrent use of hemodialysis through the hero graft. Approximately two weeks after the renal transplant the hero graft occluded. Subsequent clinical and radiological assessment confirmed widespread pulmonary emboli. The hero graft was explanted to reduce further thromboembolic phenomenon.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.